Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped and replaced due to fracture. It is suspected the fracture is due to a fall from a horse. It was later reported that the replacement lead also fracture due to a suspected second fall from a horse. The patient elected to explant the entire system and not have it replaced.